Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage and torn silicone on the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the no sound output. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: device testing revealed open electrodes. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.